Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This issue occurred during fill one of four while the patient was connected. The technical service representative (tsr) had the patient check the lines; the patient stated there was air in the patient line. The patient stated the heater line and patient line had been stuck in the door prior to them connecting for therapy. The tsr advised the patient they would need to end therapy and start over with new supplies. Product surveillance contacted the patient regarding the reported event. The patient stated there had not been any damage to the cassette or supplies; the line had fully primed prior to the patient connecting. The patient stated they had been able to successfully complete therapy since the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.